Event description:
It was reported that cartridge alarm occurred during cartridge load process after caller removed used cartridge before being prompted. There was no adverse impact to the customer¿s blood glucose level. Customer received education to wait for prompt before removing used cartridge, then, with support from technical support, successfully loaded new cartridge and resumed insulin therapy.